Event description:
It was reported that an ilet pump experienced a failure in which the piston would not rewind or proceed, preventing insulin delivery. The user transitioned to subcutaneous insulin via pen as backup therapy and reported blood glucose values up to 500 mg/dl confirmed by glucometer, with subsequent improvement and no hospitalization required. Reported symptoms included hyperglycemia and nausea, and outcomes included no lasting health consequences or impact. The investigation consisted of follow-up communication with the user and review of information provided, as the affected device was not returned for evaluation despite multiple attempts. Due to the absence of the device and limited component information, no definitive findings were identified and the root cause could not be established. If the device is returned in the future, a physical evaluation will be performed and a supplemental report will be submitted as appropriate.